Event description:
It was reported the patient's stimulation turned off by itself. The patient was able to turn stimulation back on. The sjm representative met with the patient and programmed the patient with additional programs. It was reported the patient's stimulation continued to turn off by itself. Surgical intervention was undertaken on (B)(6) 2014. Pre-operatively, the patient's stimulation had turned off and the patient's programmer displayed an error message. The sjm representative was able to bypass the message, but when trying to change programs the message continued to appear. The patient stated she had fully charged her ipg the day before, however, the ipg was fully discharged and stimulation was unable to be turned on. The patient's scs system was explanted and replaced with a different manufacturer's system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.